Event description:
Trial patient developed bladder infection. The issue was reported as unknown if resolve at the time of this report. No further patient complications have been reported as a result of this event in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.